Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers were stuck on 5wb and 5 cb and would not operate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer confirmed drawer 6 was failing due to an inability to sense the closed position. The field service engineer used the hardware test application to validate the issue and found the latch magnet was missing. The latch assembly was replaced, and successful drawer operation was verified after the repair. The system functioned as intended after the field service engineer repaired the device.